Manufacturer narrative:
The reported complaint that autopulse li-ion battery sn (B)(6) was stuck inside the autopulse platform was confirmed based on visual inspection. The battery was returned stuck inside the platform. The root cause for the reported complaint was due to the damage on the guide pins of the autopulse li-ion battery, likely caused by mishandling. Upon visual inspection, the guide pins were observed to be damaged/bent after the battery was removed from the platform, likely due to mishandling, such as a drop. The damaged/dented guide pins on the battery prevent the battery from being pulled out of the platform battery compartment. Due to the complaint's nature, review of the battery archive and functional testing is not necessary or performed.

Event description:
The customer reported the autopulse platform sn (B)(6) has a autopulse li-ion battery sn (B)(6) stuck inside. The crew does not store the unit with the battery inserted because it is not used very often and keeping the battery in the unit drains the battery, so they insert the battery just prior to use. The crew went to use the unit, placed the battery in the battery compartment in the platform and experienced resistance while inserting the battery. In "the heat of the moment" they forced the battery into the slot and the unit worked normally on the patient. Once the incident was completed, they were not able to eject the battery from the battery compartment. No impact or consequence to the patient. Please see the following related MFR report: MFR #3010617000-2024-00146 for the autopulse platform.